Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the distal end of the shaft of the multifire¿ scorpion¿ needle had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, warning for scorpion products-to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid dry, repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the tip of the needle broke off when piercing through the cuff. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.